Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, the rubber feet and drain cap were missing, and the plug at the connection port was damaged. Per functional testing, circulating water was leaking from the tube connection port of the main unit. The complaint was confirmed. The cause was due to deterioration of the o-ring. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced o-rings. Additionally, attached rubber feet and drain cap, and replaced of connection port plug. Functional and delivery tests performed and passed.d4 - unique identifier (UDI) #.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the circulating water leaks from the connection port during use. The fault occurred while in use. There was no health damage to the patient in this incident.